Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have a defective display. This humapen memoir is associated with pc (B)(4) and lot 0812c01. Training status, operator of the device, length of use of the reported device and device model were not provided. The device was returned on (B)(6) 2010 and missing segments were observed in the unit digits on display. It was not reported if the patient would continue to use this device model.